Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic bariatric bypass, on transection of the stomach, the device did not fire. The surgeon was not able to press the green button and not able to squeezed the handle. Opened a new reload to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.